Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the responder was unable to provide further details. No further details could be obtained. In the event that new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had bed bugs coming out of the outlet port. It was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator had bed bugs coming out of the outlet port. The customer inquired about how to sanitize the device. The rse advised the customer, that all the internal gas path components would need to be replaced and the rest of the internal components would need to be removed and inspected before returning the device to service. The customer would speak with the staff and may have the device retired. The investigation is ongoing.